Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that since implant, patient is having to charge daily and she was told she would charge every 3-4 days. Caller does not know why it's going low. Caller does not know what model scs device she has and cannot describe the equipment. Caller states she would call back. No troubleshooting could be performed due to lack of external devices. Later, patient was contacted and they could only provide patient controller's serial number. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had to be charged 2-3 times a day and that it does not last 24 hours. The patient said they had not recently been reprogrammed, switched to a new group or had the need to increase parameters. The patient was directed to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.